Event description:
It was reported that during an anterior cruciate ligament (acl) the thread ruptured when introducing the graft into the femoral canal. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update swit 25-oct-2022: the thread tore. A new device with a different part number was used to finish the surgery.

Manufacturer narrative:
The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning; however, due to the device not being returned, we are unable to confirm the reported event.